Manufacturer narrative:
Field follow-up confirmed the patient returned for a post alert visit and evaluation. On the day of the visit the physician performed a further interrogation of the device where the shock impedance had returned to within normal range, at 97 ohms. All other routine checks were normal and illustrated acceptable measurements. Arm manipulations were also performed to check for electrogram noise; no noise was observed during this evaluation. A chest x-ray was also performed and the lead connection to the device and the lead itself, appeared intact. The physician ended the clinical visit with a plan to not retest dft but to treat conservatively and continue to monitor via latitude.

Event description:
It was reported that this high voltage lead recorded a high shock impedance measurement via the remote monitoring notification. The physician and local field representative have been notified; however to date, no follow-up nor intervention has been reported. No resulting adverse patient effect have been observed.